Event description:
It was reported that externalized conductors at the rv coil were observed via fluoroscopy. A previous alert for low hv impedance was noted, but all other electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.